Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in h11 have been updated. H6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for leaflet tear and central regurgitation were confirmed based on the available information. In this case, post-dilation was performed to address elliptical deployment and trivial paravalvular leak after thv was deployed with 1.5ml less than nominal volume. The post-dilation could have over-expanded and/or over-stretched the valve, resulting in the subsequent reported leaflet tear and central regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for leaflet tear was unable to be confirmed based on the imagery provided for review; however, the complaint for central regurgitation was confirmed based on provided imagery. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. As reported, post-dilation was performed to address elliptical deployment and trivial paravalvular leak after thv was deployed with 1.5ml less than nominal volume. In this case, per imagery review, the balloon retrieval after both post dilations did not appear premature. However, it was noted that the position of the wire appeared abnormal and evaluation of the regurgitation was done with the wire across the valve. It is possible that the wire was pinning the right coronary cusp open leading to central regurgitation after post-dilation was performed. In this case, there is no evidence to confirm the reported suspected leaflet tear based on the imagery provided and reviewed. If a leaflet tear did occur, it is possible that the multiple post-dilations performed could have over-expanded and/or over-stretched the valve, potentially contributing to a suspected leaflet tear. However, presence of a leaflet tear could not be confirmed in this case based on provided imagery. Due to insufficient imagery provided, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per additional information received, during valve deployment, the valve was deployed per labeling. Post-dilation was performed 1.0ml less than nominal volume. After post dilation, it appeared that the balloon was not fully deflated before withdrawing it from the valve. After the patient left the operating room, the ew clinical specialist, the ew sales representative and tavi facility operator reviewed the case together. During the discussion, the ew cs and sales rep mentioned that, based on the fluoroscopic images, it appeared that the balloon had moved before it was fully deflated. The operator responded that, once this was pointed out, that might indeed be the case.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the patient underwent a transfemoral tavr to implant a 26mm sapien 3 ultra resilia valve. As a lmt left main trunk (lmt) stent was protruding into the sinus of valsalva (sov), a 4 mm semi-compliant balloon was inserted into the stent and the kissing balloon technique (kbt) was performed. The valve was deployed in the aortic annulus with 1.5ml less than nominal volume. Pre-bav was not performed. Immediately after valve deployment, there was a drop in blood pressure that persisted. Diluted epinephrine was administered, and blood pressure increased. The degree of paravalvular leak (pvl) was trivial. On echocardiography, the thv valve appeared elliptical rather than perfectly circular. The initial target of volume was deployment at the nominal volume of -1.0 ml, but it was implanted at -1.5 ml, which led to the decision to perform post-dilatation. After post-dilatation, blood pressure dropped again; diluted epinephrine was used, but hypotension persisted, and extracorporeal membrane oxygenation (ECMO) was initiated. On echocardiography, severe central aortic regurgitation (ar) revealed, and a tear in the right coronary cusp (rcc), which had prolapsed toward the lv side. The length of the rcc appeared to be approximately twice its normal size. In addition, fluoroscopic imaging during aortic root angiography showed pooling of contrast at the cusp regions of the non-coronary cusp (ncc) and left coronary cusp (lcc), but no pooling was observed at the rcc, leading to the conclusion that the rcc was torn. Due to a severe central ar, and compress the prolapsed rcc, a bailout tav-in-tav procedure was performed with a s3ur 26 mm. After placement of the 2nd valve, hemodynamics stabilized. There was no pvl, ECMO was discontinued, and the patient was transferred out of the operating room. The patient recovered.